Manufacturer narrative:
A philips remote service engineer (rse) working with the customer indicated that as the patient's condition was special, the device was replaced immediately after the heart rate discrepancy was noted. The faulty machine was removed and placed and used for normal use by other patients a few days later. The customer was not able to provide information on how the issue was resolved. The reported problem was confirmed. However, based on the information available and the testing conducted, the cause of the reported problem was unable to be determined, as the customer did not provide information on how the device was tested, before placing back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: reporting institution name: (B)(6).

Event description:
Philips received a complaint on an intellivue mx400 patient monitor indicating that on (B)(6) 2024, a child with admitted to the hospital due to neonatal jaundice, the patient had an arrhythmia on (B)(6) 2024, with an auscultated heart rate of 300 bpm; however, the monitor displayed a heart rate of 150bpm, for which there was no alarm generated, leading to an unknown harm to the patient. No other clinical information or medical intervention was reported; therefore, good faith efforts are ongoing. Additional information received on october 30, 2024, indicating there was ' no personal injury' to the patient due to the alarm issue.